Event description:
Initial information received from a physician on 06/11/2010: a (B)(6) female received poly-l-lactic acid (sculptra, lot # and exp date unk) for one session 3 months ago. Eleven days later, she developed some tender nodules under the skin on her cheek. Physician used triamcinolone (kenalog) on pt and it seems to be doing better. No medical history reported. No further information reported.